Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the forceps channel, water tightness of the tip cover not maintained, water tightness not maintained due to holes in the curved rubber, bending angle insufficient due to the elongation of the angle wire, play of the angle lever out of the normal state due to the extension of the angle wire, illumination lens cracked, coat of the ig serpentine peeled off (1mm2 or more), curved rubber adhesive missing, scratches on operation part, scratches on grip, and scratches on universal code. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an oes bronchofiberscope for leaking tip. Upon inspection and testing of the customer returned device, the scope image guide serpentine coat was found peeling off (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the causes were stress during operation, external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.